Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1318ft was received for investigation. Visual inspection identified that the anchor interface at the distal tip of the driver had broken, and was bent out of position. The associated anchor component was not returned for assessment. The shaft od proximal to the breakage site was assessed using micrometer digital blade ID: 4198, and was found to meet design specifications. The cause remains undetermined, although based on the returned condition of the device, a probable cause can be attributed to prying/leveraging the anchor during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/9/2021, it was reported by an arthrex employee via email that an ar-1318ft corkscrew suture anchor broken when it was screwed in. This was discovered during a tendon suture of the hand procedure on (B)(6) 2021. All broken fragments were retrieved from the patient and surgeon completed procedure successfully using a new ar-1318ft from a different lot number.